Event description:
It was reported that the handpiece and drill did not home. As this happened while setting-up for surgery, the patient was not involved at the time.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. It was reported that the drill and handpiece would not home. The initial visual/functional investigation found that: the drill guide support was bent causing excess friction beyond the 40% motor torque used in homing. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties.